Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic knee surgery the guidewire broke while inserting the implant. The device did break inside the patient but all parts were retrieved. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-3641 serial/batch number (B)(6) was received for investigation. The visual evaluation revealed that the device arrived for evaluation without the anchor. During the evaluation of the inserter shaft, a bent and a broken-off notch was noted at the distal end. Functional testing does not apply for this device that arrives damaged for evaluation. The most likely cause can be attributed to improper bone preparation or prying/leveraging the device during insertion.